Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, gerd, constipation, panic attack and sydenham's chorea. Concurrent conditions included bladder pain, bladder discomfort, cystitis interstitial, toxic shock syndrome and breast mass. Family history included hypertension (mother and father). Concomitant products included aripiprazole (abilify), gabapentin (neurontin), ranitidine hydrochloride (zantac), topiramate (topamax) and trazodone hydrochloride (desyrel). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), urinary tract infection ("uti/ infection (bladder/urinary tract/vaginal) type: urinary tract"), bladder disorder ("bladder problems,/ bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psych injury/ psychological of psychiatric problems: depression and anxiety"), depression ("psych injury/ psychological of psychiatric problems: depression and anxiety"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches;"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psych injury"). The patient was treated with surgery (ablation, d and c). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, urinary tract infection, bladder disorder, vaginal haemorrhage, anxiety, depression, urinary tract disorder, migraine, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for bladder problems, uti, general abnormal bleeding. Discrepancy noted in essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: back pain, dyspareunia lot number: 922603, manufacture date: 2011-11, expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, gerd, constipation, panic attack and sydenham's chorea. Concurrent conditions included bladder pain, bladder discomfort, cystitis interstitial, toxic shock syndrome and breast mass. Family history included hypertension (mother and father). Concomitant products included aripiprazole (abilify), gabapentin (neurontin), ranitidine hydrochloride (zantac), topiramate (topamax) and trazodone hydrochloride (desyrel). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), urinary tract infection ("uti/ infection (bladder/urinary tract/vaginal) type: urinary tract"), bladder disorder ("bladder problems,/ bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psych injury/ psychological of psychiatric problems: depression and anxiety"), depression ("psych injury/ psychological of psychiatric problems: depression and anxiety"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches;"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psych injury"). The patient was treated with surgery (ablation, d and c). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, urinary tract infection, bladder disorder, vaginal haemorrhage, anxiety, depression, urinary tract disorder, migraine, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for bladder problems, uti, general abnormal bleeding. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient's medical record confirming: back pain, dyspareunia. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs & mr received: lot number and events onset date were added. New events back pain, vaginal bleeding, menorrhagia, depression, anxiety, migraines, dyspareunia, patient did not undergo an essure confirmation test were added. Reporters, medical history, concomitant condition and drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital hemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 922603) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, gerd, constipation, panic attack and sydenham's chorea. Concurrent conditions included bladder pain, bladder discomfort, cystitis interstitial, toxic shock syndrome and breast mass. Family history included hypertension (mother and father). Concomitant products included aripiprazole (abilify), gabapentin (neurontin), ranitidine hydrochloride (zantac), topiramate (topamax) and trazodone hydrochloride (desyrel). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), urinary tract infection ("uti/ infection (bladder/urinary tract/vaginal) type: urinary tract"), bladder disorder ("bladder problems,/ bladder or urinary problems or changes"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psych injury/ psychological of psychiatric problems: depression and anxiety"), depression ("psych injury/ psychological of psychiatric problems: depression and anxiety"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches;"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). On an unknown date, the patient experienced genital hemorrhage (seriousness criterion medically significant) and psychological trauma ("psych injury"). The patient was treated with surgery (ablation, d and c). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, urinary tract infection, bladder disorder, vaginal haemorrhage, anxiety, depression, urinary tract disorder, migraine, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dyspareunia, genital hemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for bladder problems, uti, general abnormal bleeding. Discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: back pain, dyspareunia lot number: 922603 manufacture date: 2011-11; expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.